Event description:
Discordant ft4 and tsh results were obtained on patient sample, generated on immulite 2000. The results were reported to the physician. The sample was repeated and the corrected results were reported. Patient treatment was altered and an MRI was prescribed. There were no reports of adverse health consequences due to the discordant ft4 and tsh results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant ft4 and tsh results were due to air bubbles in the sample. The fse explained that air bubbles in the sample would cause potentially incorrect results to be generated. The instrument is performing within specifications. No further evaluation of the device is required.